Event description:
The patient contacted animas on (B)(6) 2012 and stated the up arrow keypad button was intermittently unresponsive and required multiple presses to elicit a response. The patient denied damage to the keypad. The patient reportedly wore the pump under a garment against the body and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad symbols were found to be worn but the keypad was confirmed to be intact with no damage or peeling. The contrast, up, and down keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the contrast, up, and down button contacts. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.